Event description:
Reporter alleged blood glucose measured either 215 or 220 mg/dl on a particular vial of test strips and 114 mg/dl on a different vial of test strips when testing was performed 2 minutes apart. It was stated the vials had the same lot numbers on them, however, came from different boxes. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.